Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was not returned therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4). Same patient as MDR ID# 2134265-2013-01163. It was reported that during a stenting treatment procedure, stent deployment issue occurred. The patient presented with unstable angina and myocardial infarction. The 1st om was 80% stenosed. The patient was treated with direct stent placement of a 2.5 x 20 mm promus element stent, residual stenosis was 0%. The physician also treated the proximal-mid right coronary artery (rca) with direct placement of 3.5 x 24 mm promus element stent. However it did not fully expand. The physician post dilated the stent using a 4 x 12 mm quantum balloon. Following this, the final results were found to be excellent. The event was considered resolved the next day.